Event description:
It was reported a patient's pacemaker presented with intermittent ventricular capture, which was considered to be due to a potential fusion issue. No changes were reported. There were no patient consequences.